Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used inside the patient during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy. The device was removed from the patient. Another speedband superview super 7 device was used to complete the procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device noted the presence of residue indicating use/handling. A cotton-like material was found attached to the velcro strap. The suture was unbroken and pulled away from the ligator head, attached to the trip wire and wound around the handle spool. Three bands had been deployed and not returned. The remaining four bands were damaged and rolled out of position. The ligator head teeth were noted to be damaged. An examination of the handle assembly found the trip wire was not secured in the handle assembly slot. No evidence was present that the trip wire had been secured in the handle assembly slot during use. Functional evaluation of the handle was performed and no issue was noted. Based on the condition of the returned device, it is likely the trip wire not properly secured during the procedure which affected the deployment activity of the bands. Therefore, a review and analysis of all available information indicates that the most probable root cause is user/ use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used inside the patient during a procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the band failed to deploy. The device was removed from the patient. Another speedband superview super 7 device was used to complete the procedure. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.